Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: fining sentence for finding ID = (B)(4). This issue is related to the potential for historical report content to be changed if resigned or pulled forward as a template to create a new report. This configuration in impax cv reporting for this finding used to use a meas_id1025 which is a velocity value not a gradient as indicated in the finding sentence. Today the sentence appears without a value (this is evident because of the parentheses are missing in the sentence) meaning that this issue would not be created in a new reported created by a customer today. However, older reports which were created prior to the removal of the meas_ID value would contain a measure that is not consistent with the finding sentence. (B)(4). No patient harm has been reported due to this event. A reportable correction is underway for this issue and has been reported to the FDA, FDA reference # is z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem corrections plan, rmat verification, as reported in FDA z-2112-10. Within this (B)(6) occurrence are 15 different study dates, in which an individual MDR report will be submitted for each associated study date and medical record number (mrn).